Event description:
It was reported the patient underwent a novasure procedure following several gynecologic procedures performed in the same operative session on (B)(6), 2026. The sequence of procedures was laparoscopy, salpingectomy, hysteroscopy, blind dilation and curettage (d&c) followed by attempted novasure endometrial ablation. During the initial procedures of laparoscopy, salpingectomy and hysteroscopy, no uterine perforation was observed. The uterine fundus was visualized on the screen and appeared intact. When the novasure procedure was initiated, the device failed the cavity integrity assessment (cia) test three times despite appropriate troubleshooting and repositioning. As a result, the novasure procedure was abandoned per instructions for use. Following this, the physician performed another hysteroscopy and identified a perforation at the fundus of the uterus. A subsequent laparoscopy confirmed a double uterine fundal perforation. Each perforation was repaired with a single suture to each wound. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.